Event description:
It was reported by service report that the bed has no functions. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lock out feature activated, user error.